Event description:
Was awakened by an odd smell coming into my air tube from my dreamstation 2. Smelled like burnt molasses. Smell persisted for a couple days and then left. Machine stopped working about 10 days later.